Event description:
It was reported that medfusion pump experiencing battery failure. No patient injury reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated . H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device had cracked bottom case by l-bracket, cracked right plunger case. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. The battery no longer operates properly due to normal wear. Normal wear, battery is 2 years old. Replaced and fully charged the battery. The cause of the reported problem was traced to components failure. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records., corrected data: d4: correction: model number: 4000 h4: correction: device manufacturing date: 27-jun-2014.